Manufacturer narrative:
Follow-up #1 date of submission 05/02/2017-device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: evaluation revealed that the last basal delivery and the last bolus delivery were on (B)(6) 2017. The black box shows an auto off alarm on (B)(6) 2017 at 14:04; insulin deliveries resumed at 14:37. The pump was manually suspended and resumed multiple times. Investigation indicated that the user attempted to edit the basal rate but did not select save. The pump boots to the verify screen with audible and vibratory features. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 28mmol/l. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal history did not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.